Manufacturer narrative:
(B)(4). Date sent: 7/20/2020. Investigation summary the analysis found that one ec60a device was returned articulated to left and clamped on tissue. The device had to be disassembled to determine why the device would not return the knife to the home position. Overall, device functionality could not be assessed. No assembly abnormalities were noted and there was not damage to the anvil, channel, cartridge or knife. Once the tissue and buttress material was removed, the knife was able to move freely in the channel. One gst60w cartridge reload was loaded in the device. The cartridge reload was received fully fired. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the knife jammed due to the combination of tissue and/or buttressing material compressed between the device jaws being beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge.

Manufacturer narrative:
(B)(4). Batch # u5aj7d. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic nephrectomy, the surgeon fired on the hilum and after firing it, he wasn't sure that it fired all the way. Surgeon used the reverse button and the blade would not come back. The surgeon used a second like device and was able to cut the tissue out of the jaws of the first device. The procedure was completed with the second device. The window showed only grey and no numbers were visible. There was no plastic to plastic when the device was fired. There were no patient consequences reported.